Event description:
Customer reported via phone call that he experienced high blood glucose over 400 mg/dl. Customer stated that the insulin pump alarmed no delivery. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. The customer removed the set and the cannula was not bent. Customer was advised the alarm may have been caused by a site/set occlusion. Customer was advised to change the entire infusion set and reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.